Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced two occurrences of a failure code 570:320:654:0000. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The condition was confirmed through a review of the event history. This complaint is an ancillary of (B)(4). The cause was depleted main batteries. The main batteries and battery harness were therefore replaced. If any additional information is received, a follow up MDR will be sent.